Manufacturer narrative:
Results evals: smiths medical intl is anticipating the return of the sample involved in this event. Upon receipt of the sample, and completed investigation, a f/u report will be submitted.